Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to defibrillate due to internal paddle lost connection. We are considering this to be a serious injury as this may have been a life-threatening event. Additional details have been requested.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to defibrillate due to internal paddle lost connection. We are considering this to be a serious injury as this may have been a life-threatening event. The customer disconnected the paddles and reconnected the paddles to complete treatment. There were no ECG strips and/or patient event files available for review.